Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 2 insertion axis was not free to move message appeared during surgery. It was reported the message only appeared for usm 2. Intuitive surgical, inc. (Isi) technical service engineer (tse) did not find any usm 2 related message for the insertion axis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: port was placed before the issue occurred. The functionality was checked after the system was turned on for the day. The surgeon continued to use the usm after the customer tried several things to make it work and ultimately had to shut down the system and restart it. The procedure was completed with 3 robot usms.